Event description:
It was reported that the 9800 system has intermittent problems with the left monitor. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monitor. The system was tested and found to be working as intended and placed back into service.